Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, tandem technical support made multiple attempts to follow-up with the customer on whether the issue was resolved using the new cartridges; however, no further information was provided.